Event description:
On four different occasions, the suction suddenly cut out. The rptr stated that the plastic valve that is supposed to prevent secretions from getting into the main suction system cuts off the suction. This can happen if the canister is jiggled or bumped without it being full. After contacting the MFR, a new lot was sent and two of the episodes occurred using the new lot. The pts were not adversely affected.